Manufacturer narrative:
The suspect device has not been returned for evaluation. However, according to the unit log files, it is a possible that this is an issue of a defective mainboard. Results of investigation: vyaire medical was unable to determined the exact root cause but most likely the issue is caused by a hardware issue on the epc. Advised customer that the unit mainboard needs to be replaced.

Event description:
The customer reported bellavista1000e having black screen during ventilation on a patient. While the unit remain ventilating, the patient is transferred to manual ventilation during machine change, afterwards the patient placed on a back up bellavista. Furthermore, there was no patient harm reported associated with the event.

Manufacturer narrative:
The suspect device has not been returned for evaluation. However, according to the unit log files, it is a possible that this is an issue of a defective mainboard. Results of investigation: vyaire medical was unable to determined the exact root cause but most likely the issue is caused by a hardware issue on the epc. Advised customer that the unit mainboard needs to be replaced.

Event description:
The customer reported bellavista1000e having black screen during ventilation on a patient. While the unit remain ventilating, the patient is transferred to manual ventilation during machine change, afterwards the patient placed on a back up bellavista. Furthermore, there was no patient harm reported associated with the event.